Manufacturer narrative:
A photo analysis was conducted for this complaint. A review of the photos confirmed the leak as the photos indicated that there was a leak at the red striped pump tubing segment that surrounds the red blood cell pump. The leak appeared to be coming from underneath the pump however the source of the leak could not be identified based on the available information. The root cause for the leak could also not be determined based on the information provided. The device history record review did not result in any related nonconformances and this kit lot had passed all lot release testing. A material trace of the red striped tubing used to build this kit lot also did not find any related non-conformances. All kits undergo leak testing prior to release. This leak test identifies any occluded/ leaking tubing or other components within the kit and only those kits that pass this test are released. No further action required. This investigation is now completed. (B)(4).

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot f210 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot f210 for the reported complaint issue shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. This assessment is based on information available at the time of the investigation. At the time of this report, the analysis of the returned photos is still in progress. A supplemental report will be filed when the analysis of the photos is complete. (B)(4). Device not returned to manufacturer.

Event description:
The customer emailed to report a tubing leak. The customer stated that the leak originated from the tubing around the red blood cell pump. The customer reported that they could not remember if there was an alarm when the issue occurred. The customer stated that the treatment was aborted with no blood/products returned to the patient. The customer reported that the patient was in good condition and was not impacted by the incident. Photos were submitted for investigation.